Event description:
Related manufacturer reference number: 3006705815-2022-18298. It was reported that both of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022, where both leads were repositioned. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.